Event description:
The evis exera iii gastrointestinal videoscope is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was found that the nozzle was clogged by a grey rubbery material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During inspection and testing, the nozzle was found to be clogged by a grey rubbery material which seemed to be seal residues (outside of the device itself) and could not be removed. The foreign material found in the nozzle was suspected to have clogged during cleaning/disinfection process. Additional findings include the following: the bending angulations were out of specification, the bending section cover adhesive was separated, and there were air / water flow issues. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the air/water nozzle appeared to be a grey rubbery substance, possibly seal residue, but otherwise could not be identified. The root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material and the facility reprocessing was confirmed to be implemented in accordance with the IFU. Olympus will continue to monitor field performance for this device.